Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in power up anomaly.

Event description:
It was reported that the transmitter failed to start up and not powering on. The device was exchanged. There were no patient consequences.